Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Since no product has been provided and the investigation could confirm whether a quality related issue has resulted in the customer reported problem. Root cause could not be defined with confidence. Operator of deviceand PMA/510k is unknown. No information available to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the equipment stopped working and system failure code e8 was displaying on the screen. No patient injury was reported.